Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: device history lot . Part: 311.012, lot: 9356769, manufacturing site: hägendorf, release to warehouse date: 19 march 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary: background: handle is broken and cannot retain the screwdriver shaft. Had to open the va hand consignment set for the t6 screwdriver. Procedure was successfully completed. Concomitant device reported: unk - screwdrivers: shafts: (part# unknown; lot# unknown; quantity: 1). This complaint involves one (1) device. Investigation flow: damage. Visual inspection: the handle-medium mini-quick-coupl (p/n: 311.012, lot #:9356769) was returned and received at us cq. Upon visual inspection, there was no defect found on the device. No defect found . Document/specification review: the following drawings reflecting the current revision were reviewed se_506038, rev. A. Complaint confirmed no, there was no defect found on the device. Investigation conclusion: the complaint condition is not confirmed for the handle-medium mini-quick-coupl(p/n: 311.012, lot #:9356769) . There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 during an open reduction internal fixation (orif) of the ulna that the handle broke and could not retain the screwdriver shaft. Another t6 screwdriver was used to complete the surgery successfully with no delay. Concomitant device: unk - screwdrivers: shafts: (part# unknown; lot# unknown; quantity: 1). This report is for one (1) handle-medium mini-quick-couple. This is report 1 of 1 for (B)(4).